Event description:
It was reported that the support arm holding the patient circuit broke. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that the support arm holding the patient circuit broke. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, during preventive maintenance visit the support arm was not broken. The accessories was missing from the ventilator. The support arm has been provided to the user and issue has been solved. The complaint was decided to be reported based on available information (no information about why support arm needs to be replaced), as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling the issue was related to missing support arm. This issue will not affect ongoing ventilation. It remains unknow why the part was missing. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).